Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0956-2020. (B)(4). S/w 3.18e. Unit received with a depleted duracell alkaline battery installed. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08700 inches. Unit uploaded properly using carelink. Unit had minor scratched display window, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, pillowing keypad overlay and cracked retainer. Data analysis: (date of customer passing: (B)(6) 2018.). (B)(6) 2018: daily total of all insulin delivered = 61.7. (B)(6) 2018: daily total of all insulin delivered = 47.825. (B)(6) 2018: daily total of all insulin delivered = 48. (B)(6) 2018: daily total of all insulin delivered = 51.6. (B)(6) 2018: daily total of all insulin delivered = 48.2. (B)(6) 2018: daily total of all insulin delivered = 43.2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the customer passed away at home. The cause of death was unknown, but the customer had a blood infection that had migrated to their spinal cord. The caller stated that the customer had a blood infection from either diabetes or dialysis that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer was not using sensors. The customer was found cold and unresponsive. The caller agreed to return the insulin pump for analysis. The pump passed functional testing.